Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose level 108mg/dl at the time of incident. Customer stated that did receive not low battery alert prior receive off no alarm. Troubleshooting was performed for alarm. The device will not be returned for analysis.